Manufacturer narrative:
The insulin pump was passed displacement test. However unit alarmed motor error during basic occlusion test due to faulty force sensor resistor(gold). Unable to perform occlusion test, prime test, excessive no delivery test. The motor was tested outside the device and passed. The insulin pump passed self test, off no power test and all operating currents tested within the spec range. No failed battery test alarm were noted.

Event description:
Information received by medtronic indicated that the insulin pump was rejected batteries and had unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.